Event description:
An atb advance balloon burst and a piece of it came apart. The physician had to fish it out. The pt's condition is unk at this time.

Manufacturer narrative:
(B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - balloon rupture is listed in the instructions for use. Event is still under investigation.